Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the bowl contained blood that appeared to be flaking and the blood appeared to be burnt on the plasma collection system. No donor injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the bowl contained blood that appeared to be flaking and the blood appeared to be burnt on the plasma collection system. No donor injury was reported. No operator injury was reported. No disposables are available for evaluation. The solutions used were not made by or for haemonetics. No pictures are available for review to confirm the event. The machine was evaluated by the center technician and found to be within performance specifications. The investigation is ongoing. A follow up report will be filed when the investigation is complete.